Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted due to pelvic organ prolapsed, stress urinary incontinence, cystocele, and rectocele. The patient experienced pain, urinary/bowel problems, recurrence, dyspareunia, neuromuscular problems and vaginal scarring. (B)(4).

Manufacturer narrative:
Additional narrative: it was reported by an attorney that following insertion the patient experience chronic pelvic pain and sui. It was reported that the patient went removal of mesh on (B)(6) 2013. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2014-15467 and 2210968-2013-03303. The same patient is represented in each medwatch.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2011 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-03303. The same patient is represented in each medwatch.